Event description:
An extender sleeve, originally reported to be causing the screw to stick, and not turn during a surgery performed in 2007, was found on three months later, to be bent upon inspection of the returned device. A bent extender sleeve could lead to a need for surgical intervention, due to restricted movement of the driver upon insertion.

Manufacturer narrative:
Device is an instrument and is not implantable. A review of the device history records for the device found no product discrepancies. Visual inspection found the extender sleeve is bent/dented. Functional inspection indicates the movement of a driver is restricted when inserted. The investigation concluded the issue is a result of use error due to mishandling of the instrument.